Event description:
It was reported that the left cylinder of 15cm lgx penile prosthesis failed to deflate during inflation test. The doctor tried to troubleshoot the device by redilating, pulling-stretching technique, and resetting the pump. He also removed the device and tried to deflate it outside the body in a 10cc normal saline, but it still would not deflate. The doctor concluded that the pump was not functioning normally so he used another 15cm lgx which performed as expected. The patient outcome was not compromised. The product was returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Manufacturer narrative:
Pump malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. The other cylinder performed within specifications. The pump was not functionally tested due to a misaligned or forward positioned ball. Review of the manufacturing records for batch (B)(4) from container (B)(4) confirmed that there was a total of 1 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 1 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the left cylinder of 15cm lgx penile prosthesis failed to deflate during inflation test. The doctor tried to troubleshoot the device by redilating, pulling-stretching technique, and resetting the pump. He also removed the device and tried to deflate it outside the body in a 10cc normal saline, but it still would not deflate. The doctor concluded that the pump was not functioning normally so he used another 15cm lgx which performed as expected. The patient outcome was not compromised.